Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign objects came out of the nozzle. In addition, non-reportable malfunctions were found during the device evaluation: due to clogging of nozzle the air supply volume and water removal ability does not meet the standard value, forceps elevator (fe) lever was deformed, due to wear of angle wire, bending angle in up direction and the play of up/down (u/d) knob does not meet the standard value, bending section cover (a-rubber) had a scratch, adhesive on a-rubber had a chip and white-cloud area, the switch 1 (sw1) had a scratch, the universal cord had a scratch, the protector of universal cord on suction connector (s-connector) side had a scratch, the adhesives around objective lens had white-clouded area, the objective lens had a scratch, the adhesives around light guide (lg) lens had white-clouded area, the plastic distal end cover (c-cover) had a scratch and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a defective air and water supply. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, a foreign object came out of the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.